Event description:
Per the clinic the patient developed an infection in (B)(6) 2016 and was treated with a topical antibiotic; however the issue could not be resolved. Subsequently the patient experienced an extrusion of the electrode array in (B)(6) 2017. On (B)(6) 2017, the patient underwent revision surgery, under general anesthesia to reposition the electrode array and remove the granulation tissue. The implanted device remains.